Event description:
After cataract surgery and an interocular lens implant, I found that I could no longer see yellow, green or violet out of that eye. 25.0d uv with blue light filter. I am an artist so this is a problem.